Manufacturer narrative:
All available information was investigated, and no functional testing/analysis was performed as there were no reported issues related to the functionality of the sgc. However, broken flush port was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported air embolism could not be conclusively determined. The reported death was due to cerebral embolism. The reported embolism/embolus could not be determined. The reported medication required was a result of case-specific circumstances. The observed broken flush port appears to be due to post shipping and handling as the account did not observe the break during the procedure. The reported patient effect of death, air embolism, and embolism, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that, "during placement of sgc in la and removal of the dilator, a large air bubble was noted in the left ventricle by echo. A new wall motion abnormality was noted and urgent coronary angiography showed no acute occlusion. 2 clips were placed to treat grade 4 fmr with reduction to grade 1. However, the patient did not wake up after the procedure and it was determined that the patient had a large cva presumably due to an air embolism. The patient died the next day due to the cva. No other information is provided and no imaging was provided. The death was due to the cva which was due to an air embolism introduced in to the left heart at the time of sgc placement. Without imaging and further details, it cannot be determined if the air embolism was to a procedural error or a device related malfunction."

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la). However, while removing the dilator, bubbles were observed in the left ventricle (lv) and the patient had reduced mobility in the ventricular wall. Medication was administered and the patient was stabilized. The procedure was continued and two clips were implanted, reducing mr to a grade of <1. However, the patient did not wake up after sedation and died the following morning due to cerebral embolism.